Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer¿s allegation was confirmed. A foreign material was observed to clog the air/water nozzle. The component analysis of the foreign material revealed an organic silicon rubber material. There is a possibility that the foreign material is a chipped piece of rubber material which was used for accessories of the endoscope such as a packing of the air/water valve, a tube for cleaning, or a tube for a water container. The accessories may have deteriorated, which led to chipping partially. Then, it entered the air/water channel, which may have resulted in clogging. Since it can be derived from various kinds of sources, it was unable to be specified. It was confirmed that there was no deformation on the air/water nozzle with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected/prevented the phenomenon: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below: ¿ inspection of the endoscope 1. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿ inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. ¿ inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced air/water flow issues. The issue was found during an unspecified diagnostic event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign body came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the bending angle in up direction did not meet the standard value due to wear of the angle wire, connecting tube had a dent and a scratch, scope cover had a scratch, adhesive around the light guide lens and the objective lens was peeling, image guide protector was damaged due to physical stress caused by handling, connecting tube had a wrinkle, switch 1 had a cut, water and air supply volume did not meet the standard value due to a clogged nozzle, adhesive bending section cover or distal sheath (black covering of the bending section) had a crack, a chip, and a white-clouded area, the play of the upward/downward angulation control knob was out of the standard value due to wear of angle wire, water removal ability did not meet the standard value, and a streak of flare appeared in the image due to adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.